Manufacturer narrative:
Method - review of dhrs, complaint history database. The nav straight acetabular reamer handle, cat# 2124-1100, lot v55142001-08 manufactured on aug 01, 2006 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info received indicated that a sales rep looked into both sets of instruments in distribution location since being used and could not replicate the initiator's issue. Hence they will not be returned. A review of the manufacturing histories for the two reported lot numbers indicated no discrepancies. A review of the complaint history shows that there are no other reported events associated with the reported lots. There are no trends for the reported product. If device or additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported "navigation reamer sleeve was checked prior to use that the sleeve spun independently of the cutting edge reamer shaft. Reamer sleeve attachment slid onto sleeve causing it to rotate when reaming of acetabulum. Tracker on sleeve hit surgeon's thumb causing swelling as well as dislodging pins in iliac crest with pelvic tracker on it."